Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10apr2020.

Event description:
The customer reported that a backup battery was requested because of a potential battery failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4: 11jun2020. B4: 12jun2020. The customer was contacted and stated that the battery on this device was replaced due to old age. There was no battery failure on this device. . Therefore, based on the information provided, the incident is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.